Event description:
It was reported that about 18 months ago, the pt developed an infection. The pump was revised. The stomach muscles were cut and the pump was re-implanted under the abdominal muscle wall, so the pump would not migrate. The type of medication, concentration, and daily dose being administered via the pump were not reported. See manufacturer's report# 2182207200804397.